Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: the needle with 18g was retracted halfway and stuck in the hub of the plastic catheter. I had to wiggle the needle about, and it retracted entirely. I threw out the sharps and have the package still. Event date: 1/3/2025 no injury.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4292357. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information